Event description:
Healthcare professional reported, an unknown side "implant ruptured. While trying to implant it in a patient". Device was not implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken device.

Event description:
Healthcare professional reported an unknown side "implant ruptured while trying to implant it in a patient." Device was not implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: broken device: observed broken assessed as surgical damage. Missing shell assessed as inconclusive. Additional observations: brown particles were observed on the surface of the device. No further actions are required as no manufacturing issues are observed.